Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that a motor device "worked intermittently and the bearings were coming out of the drill". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.